Event description:
Caller reported a malfunction on pump while customer was asleep. There was no reported impact to customer¿s blood glucose level. Technical support arranged for pump replacement and instructed customer on backup therapy using mdi, updated software installation, and necessary steps for returning malfunctioning pump.